Event description:
Follow up with custome indicated that this is a duplicate to (B)(4).

Manufacturer narrative:
(B)(4) - follow up MDR for correction. Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and is being cancelled in our system. An MDR for (B)(4) has been submitted.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 305180, batch#: 3181345. It was reported by the customer that noticed what appeared to be a clear, foreign object in the syringe. (Site is not sure if debris was in the syringe or in the needle and brought into the syringe upon pulling back). Verbatim: rcc received a complaint via email. Email(s) attached. Upon assembly of needle and syringe the user noticed what appeared to be a clear, foreign object in the syringe. It looked like glass and upon removal of the plunger there was a hard, clear substance on the plunger. Nothing had been drawn into the syringe at this time and both were unused at this time. [Redacted date] - email sent to bd requesting RMA. [Redacted date] - bd email acknowledgment of complaint received. Bd complaint (B)(4). RMA received; sample shipped fed-ex. (Site is not sure if debris was in the syringe or in the needle and brought into the syringe upon pulling back). Needle also sent: bd blunt fill needle 18g, ref (B)(4), lot 3181345.